Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with an infection following vns generator replacement surgery and was admitted to the hospital. It was also reported that the patient had been scratching the generator incision site and had developed a post-operative hematoma following the generator replacement surgery. The patient then underwent surgery to inspect the infected area. During surgery it was noted that only deep fat tissue had been infected; the infection had not reached the generator pocket. The site was drained and superficially necrotic fat tissue was removed. The site was irrigated and the generator was left implanted. A review of manufacturing records showed that the generator was sterilized prior to distribution.